Event description:
It was reported via repair work order that the fowler would drift with weight due to a weld break on the fowler weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.